Event description:
The product was used during a lar procedure. Reportedly, the staples did not form properly. The surgeon performed an unintended colostomy & manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.